Event description:
Adverse event(s): "no patient impact" (no consequences or impact to patient). Product problem(s): "elastomer membrane" (fluid leak). The customer reported that the products have defective elastomeric membrane. No patient impact reported. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).